Event description:
According to the pt's father, the pump is not responding when the buttons are pressed and the buttons are sticking. The pt's father claims that the keypad is intact and that the pump has not been exposed to moisture.

Manufacturer narrative:
The pump has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filled. No conclusions can be drawn at this time.